Event description:
It was reported by service report that the side rail latch spindle was a little warped and out of alignment, which was preventing the side rail from latching properly. No pt involvement or adverse consequences are reported.